Event description:
It was reported that during training with a new ilet, the cartridge could not sit flush, and the connector could not be turned, despite rewinding the piston multiple times and using new supplies; an obstruction was suspected at the bottom of the cartridge chamber, and the user proceeded with a replacement device to complete the supply change. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of the returned device revealed a mechanical problem consistent with a fitting problem associated with the connector or coupler component due to screen impact.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.